Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was stated that recharging process was patient related to subject usability issues and had cognitive difficulties with recharging. No further complications noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a spinal cord stimulator it was reported that the patient stated that they could not use the stimulator as it was not working properly which started about a week ago. It was also reported that the patient had a loss fo pain relief in neck and arms. As for actions taken, the entire system was suspended. It was stated that the event was related to the device or therapy and it was not related to the implant procedure. This was an ongoing situation. No further complications noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was stated that there was no known problem identified and if there was an actual dysfunction is unknown." And that the medtronic representative met with the patient on (B)(6) 2020 and picked up the charger and pushed the recharge button and the scs starting charging with no further action. No further complications noted or anticipated